Event description:
It was reported on the day of this report ,high impedances of greater than 40000 was noted during trial procedure on the lead. It was noted 3 multi-lead trialing cable (mltc) were used and no issue was noted with them. It was added that another lead was placed and the impedances were normal. Additional information received later was reported that the impedances were high intraoperative with using 2 multi-lead trialing cable (mltc)'s. It was added that patient was doing well and was going to be implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3555-31, lot# unknown, product type: screening device. (B)(4).